Event description:
Boston scientific received info that the right atrial (ra) and right ventricular (rv) leads dislodged after the pt fell. The field rep noted that the fall occurred four months prior to the pt being seen by the cardiologist and no one was told about the fall prior to the pt's visit. A revision procedure was performed where both leads were explanted and new ra and rv leads were successfully implanted. No additional adverse pt effects were reported.